Event description:
Office was called and told that the baby had died and that the police were in possession of the apnea monitor. It was unclear as to whether the monitor was even on the baby at the time. The investigation is still continuing.